Event description:
It was reported that the customer had recurring no delivery alarms during bolus on the insulin pump. Customer stated that the set was inserted into the arm and thigh. Customer's blood glucose was 400 mg/dl. Customer ran a fixed prime with 5 units. Customer was explained the rules for rotation.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.